Event description:
A report was received that the patient was experiencing discomfort caused by the device. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's discomfort was not device related. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort caused by the device. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.